Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: (right) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 6630388 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation with a 425cc mentor memorygel breast implant on the left breast, suffered capsular contracture; baker grade IV, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2019 with the following devices: (left) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 7723107 sn: (B)(4) and (right) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 6906737 sn: (B)(4).